Event description:
The doctor reported that this abutment screw fractured.

Manufacturer narrative:
The investigator was unable to determine the cause or exact location of the fracture because of the damaged condition of the returned product. No lot or order number provided and the product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.